Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that the analyzer did not work. The analyzer passed incoming testing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer would occasionally print out device setting when device interrogated, and the analyzer did not work. The programmer and analyzer were returned for service. No patient complications have been reported as a result of this event.